Manufacturer narrative:
Based on the reviewed data (photos of the device breakage were provided but device was not provided as it was sent to distributor without being decontaminated), the break point of the catheter at the base of the handle appears to be a clean break at approx. 9 cm mark by the cervical stop. This indicates that the breakage occurred in the vaginal cavity and could not occur inside the uterus as originally reported. Stress crack - known to occur on rigid pvc could be the cause of the shaft breakage. All products are 100% inspected and bend tested before release. We believe this to be an isolated incident and will continue to monitor. No further product action is presently required.

Event description:
Customer reported: "the uterine tip snapped off inside the patient's uterus while being manipulated by the surgeon. Little force was applied during manipulation and the broken pieces was removed safely and not patient harm." Patient condition: no patient harm was reported.